Event description:
On (B)(6) 2024 my 780g medtronic pump failed to suspend during a hypoglycemic episode. Parameters were set to stop delivery of insulin when below 70 but it continued to allow insulin to dispense freely. While attending a medical appointment I went unconscious in the waiting room at 2:25 pm. My spouse who is an rn manually put my pump on suspend but pump unknowingly continued to give insulin even though it showed it was suspended. Emts arrived, blood sugar was 18, I was administered dextrose but remained unconscious. I was transported to local hospital still unconscious. I was taken for a CT scan to rule out a stroke. I was given several bags of IV dextrose but blood sugars kept going high and low, finally when my infusion set was removed from my abdomen my blood sugars finally leveled out. I was released from the hospital on (B)(6) after blood sugars became stable. Doctor diagnosed me with hyper insulin levels due to pump failure. I contacted medtronic was instructed to mail medtronic pump serial number: (B)(6), to them and they would overnight ship another pre-certified pump. Received pre-certified pump serial number: (B)(6), and per hospital md was put on insulin pen and instructed to follow up with my endocrinologist dr. (B)(6) on monday, (B)(6) to have new pump programmed prior to use. I followed up with my endocrinologist and he agreed pump failed. ER admit 3:20pm- glasgow coma score (gcs)-3. Level of consciousness (loc) -unresponsive 4:18 gcs-3. Loc - unresponsive 4:55, loc - lethargic 5:10, gsc within normal limits. Loc - alert assessment by dr (B)(6) acute encephalopathy due to hypoglycemia.